Event description:
During the initial implant procedure, the stylet of the left ventricular (lv) lead was unable to be retracted. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty retracting the stylet out of the lead was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event was isolated to the bunching of the stripped stylet polytetrafluoroethylene (ptfe) coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.